Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did locate a similar complaint with the same failure mode for this serial number. 1. Case (B)(4)/ wo (B)(4) - d - medstation es - main drawer 1 failed to open. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 03sep2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer- reported issue. The reported condition of drawer failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the fse reported that the main enhance fh cubie drawer 6 not detected on bus. Replaced parts and finally the whole drawer. During dchu visual inspection: p/n 151903-01: received with a blown fuse (f200) but no signs of physical damage, missing components or fluid ingress. P/n 359408-01: received with signs of physical damage and was also missing the magnet insert, p/n 119879-01: received with thermal damage on coil's protective film. P/n 151541-31: received with a broken capacitor (c512), no further signs of physical damage, missing components or fluid ingress. During dchu testing: due to the damage identified on all the parts received during the preliminary inspection, laboratory testing was deemed unnecessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to detect on bus and unable to open, which located on ach3smain. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was electrical faults within the full height cubie boards, including a blown fuse on the pmc and thermal degradation of the solenoid, with additional mechanical damage to the latch. There were no delay, no adverse events or injuries reported based on this event.